Event description:
The tech alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The tech found the side rail end tube was caught in the side rail due to a missing shoulder screw. The tech replaced the side rail shoulder screw to resolve the issue.